Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced difficulty loading insulin into the cartridge. There was no impact to the customers blood glucose level. Troubleshooting with tandem technical support was performed and the customer was able to successfully load a new cartridge.